Manufacturer narrative:
The returned device was evaluated. The exposed portion of the soft cannula arrived flattened. The hard cannula has punctured through the soft cannula. It is unclear when the damage occurred. Fluid path testing showed that insulin escaped through the protruding hard cannula and was unable to pass out the distal tip of the soft cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 252mg/dl while wearing the pod on her back for between 36 and 48 hours. Treatment included bolusing as well as removing the pod and applying a new one. The device was returned for evaluation.